Event description:
Physician reported seeing particulate in the eye of his pt following a cataract extraction procedure using this phacoemulsification handpiece. The incident occurred 4-5 mos ago. The physician continued using this handpiece. There was no effect on the pt.